Manufacturer narrative:
This report is submitted on october 08, 2021.

Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the clinic, the patient experienced erythema and blistering at the implant site and an extrusion of the receiver/stimulator. There was an infection which was treated with an oral antibiotic. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.